Event description:
It was reported a revision surgery for the profix knee was performed due to unspecified reasons.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to anterior knee pain after a fall. Surgeon resurfaced the patella only. No items were explanted.